Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The host module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "the system would not boot up during set up" (failure to power-up). The nurse reported the system would not boot up during set up. The system only displayed the logo screen. Another system was used to proceed with the cases. No patient involvement.